Manufacturer narrative:
Investigation results: one used sample was received by our quality team for investigation. Leakage test was performed. As the sample was used, it was supposed that it was punctured only once. 9 more punctures were done in the membrane, to be compliant with 10 times punctures described in the pc. No leak has been observed. (Verified after 10', 60' and 120'). Leakage could not be verified. A device history record and retained sample evaluation could not be evaluated as the lot number is unknown. Inspections and tests in manufacturing area: these are the inspections performed during manufacturing process for connector c35: during molding process: visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance. Luer cone and luer thread diameter are checked every 8 hours and at the beginning of the lot and after a machine stop. Go / no go gauge. Tip luer cone diameter is verified at the beginning of the lot and after a machine stop with a caliber. Assembly process: it is checked the correct welding and position of the membrane, the absence of dirt and the well assembly of the cap. Finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane. Based on the quality team's investigation, the root cause of this incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Based on the low severity and frequency of the defect (according to ps-001) and acceptable results for the sample tested, it was determined that no CAPA is required.

Manufacturer narrative:
No lot # provided, medical device expiration date: unknown, device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when disconnecting a bd phaseal¿ connector luer lock c35 from an injector, the medication leaked. There was no report of exposure, injury or medical interventions.